Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular lead impedance was high and has been drastically increasing for the last four months. The lead's polarity was switched from bipolar to unipolar. But the unipolar impedance was 9999 ohms. An x-ray showed no evidence of fracture or loose pin. Since the patient is not pacing dependent the lead remains in use and the patient will be monitored. No patient complications have been reported as a result of this event.